Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented on an impella device with grade 4+ functional mitral regurgitation (mr) across the length of a2p2. During a mitraclip procedure, an xtw was placed in the middle of the valve and had a good reduction in mr. There was still some mr on the medial side of the first clip, and an ntw was placed. The mr was judged to be 1+. The patient need some stenting, so the cath lab team began prepping. The echocardiographer noticed the mr was getting worse. Another clip, an nt, was added between the first two, and a minor reduction was observed. It looked as though the valve was tearing. The surgeon was consulted, and it was determined that there was no surgical option. Another clip was placed on a3p3, and there was another minor reduction in mr. The doctors decided to put an amplatzer vsd device between the 2nd and 4th clips. This was accomplished and the final mr was grade 2+. It was never asserted that any mitraclip device failed to function as intended. There was a delay, but it was not clinically significant. There were no adverse patient sequelae. No additional information was provided.